Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. No additional patient or event information was provided. Reportedly, customer resumed insulin with the original cartridge.